Manufacturer narrative:
The customer¿s report of the device infusing too fast was not confirmed. Physical inspection showed that the platen was observed to be broken at the upper hinge. The event was reported to have occurred at 0600 on (B)(6) 2019, however the pcu event log does not show any infusions on pump module (B)(4) that were programmed to run at 83ml/hr. Functional testing performed found the pump module to be delivering fluid within specification; however, the platen was observed to be broken at the upper hinge post. A broken platen at the upper hinge post can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer's report could not be determined, however the probable cause of the over infusion was a broken platen post at the upper hinge.

Event description:
It was reported that a total parenteral nutrition (tpn) infusion 2l was set to infuse at 83ml/hr via IV infusion pump. The bag was empty after approximately 16-18 hours. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: white. Ethnicity: n/a. Relevant medical history/admitting diagnosis: dka, type 1 diabetes, cyclical vomiting syndrome, and gastroparesis.

Event description:
It was reported that a total parenteral nutrition (tpn) infusion 2l was set to infuse at 83ml/hr via IV infusion pump. The bag was empty after approximately 16-18 hours. There was no patient harm.